Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). It was reported that the ventilator was contaminated with liquid and the ventilator. Signs of liquid and bur marks were found on pneumatic back plane printed circuit boards (pcbs) and mail back-plane pcb. The pcbs were replaced . After replacement, the ventilator passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. No logs were received and no parts were returned for investigation. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was.

Event description:
It was reported that the signs of liquid was found on the printed circuit (pc) boards of the ventilator. There was no patient harm. Manufacturer's ref.#: (B)(4).